Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/18/2025, it was reported by a competent authority via email that during a rotator cuff repair (rcr) procedure, an ar-9811 apollorf mp90 aspirating ablator was being used for arthroscopic cautery. The irrigation solution used during the procedure was lactated ringer¿s with added epinephrine 1:100,000. Per the report, when using the ar-9811 for cautery, the irrigation solution in the shoulder becomes extremely hot and causes burns to the patient when the irrigation solution comes out of the shoulder. This occurred three times procedure. No further information was provided.

Manufacturer narrative:
The complaint device was not received for evaluation. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to use error likely due to prolonged activation without continuous irrigation or excessive prolonged activation at high settings.